Manufacturer narrative:
The planning station from device (B)(6) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a crash occured with the planning station software while surgeon was loading images from pacs.

Manufacturer narrative:
Following the investigation, event root cause was found to be due to an insufficent computer for pre-operative planning memory.